Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead experienced a hemothorax approximately 2 weeks post-implant; increased pacing thresholds were also observed. Suspecting a ra lead perforation, the physician elected to reprogram the device to vvi while debating revision. The physician noted the lead helix extended abruptly at implant which they believed by may contributed to the suspected perforation. Several weeks following initial report of the event information was received indicating the patient's hemothorax had spontaneously resolved and ra pacing thresholds had improved. As such, the physician planned no further action. No additional adverse patient effects were reported. This system remains in service.